Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to another device (neighbor¿s meter, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began on an unknown date, 2 months prior to contacting lifescan and had been ongoing since. The reporter claimed that the patient obtained blood glucose readings of ¿350 and 400 mg/dl¿ with the subject meter and results on the other device that were between ¿150 ¿ 175 mg/dl¿ lower than those on the subject meter (exact results not provided as the reporter could not recall them). The patient manages her diabetes with insulin. The reporter stated that when the patient¿s blood glucose is high, she usually administers 3-5 units of insulin; however, in response to the alleged elevated readings obtained with the subject device, over the course of the 2 month period, the patient had been doubling her insulin dose; administering 6-10 units. The reporter advised that during this 2-month period (specific dates not provided), the patient had been experiencing symptoms of feeling ¿shaky, dizzy, weak¿ and that her ¿blood sugar [was] dropping¿. The reporter stated that on (B)(6) 2020, the patient tested her blood glucose using her neighbor¿s meter (results not recalled) where she allegedly identified that the subject device was reading inaccurately high and started to re-adjusted her insulin dose to regulate ¿the last 2 months of overdose¿. There was no report of medical intervention because of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.